Event description:
The reporter stated that the surgeon was advancing a +22.5 diopter single piece collamer lens model cc4204bf in the sfc-25 fp cartridge and felt resistance in pushing the lens forward through the cartridge. Prior to insertion. The lens became stuck in the cartridge. The reporter stated that the surgeon felt it was due to the cartridge. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows the cartridge was received with a lens stuck in the tip of the cartridge. No visible damage to the cartridge. There is clear surgical residue/debris on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.